Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial and ventricular leads into the pulse generator header. The leads were able to be inserted after applying silicone oil. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).